Event description:
Customer reported an x-ray temp disabled error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the ffb board. System operates as intended.